Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device was disposed of and will not be returned. Additional information is requested: what were the indications for surgery? Who fired the device and what was his/her experience? Where within the green range was the device fired? Were the donuts and washer inspected? If so, please describe. Were any leak test performed? How long was the patient in the pacu before returning to surgery? Were any staple malformations noted in the primary procedure? What was the approximate blood loss and was there a transfusion? What is the current patient status?

Event description:
It was reported that after a sigmoid colectomy procedure, the surgeon reported to the rep that post op, while in the pacu, the patient passed stool with lots of blood after a sigmoid colectomy. The patient was immediately brought back to surgery where a colonoscope was used to determine a bleed in the staple line of the distal anastomoses. The working channel of the colonoscope was used to apply clips to the staple line. One device was discarded.